Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the clinical observations cannot be determined.

Event description:
Day 1 post implant, a quickcheck was requested to help with digital day 1 post op, however, not all the pacing parameters were transmit, missing rv sensing and threshold test results. A face to face interrogation was performed which demonstrated no rv capture at 7.5 v at 1.5 ms and no rv sensing. The patient was also complaining of chest pain during the testing and while lying flat. The treating cardiologist was informed and device reprogrammed aai 60 bpm. Plan for rv lead revision within the next 24 hrs. (B)(6) 2026 update: the lead was repositioned on the 6.5.26, implanted into the rv septum. The lead advanced into the pericardial space, patient experienced pain when lying flat which resolved when the lead was re-positioned. No signs of tamponade and the tte demonstrated no pericardial effusion. The patient has been discharged.